Event description:
Health professional reported, "explanted gastric band." Follow-up information: health professional reported," patient had "laparoscopic band revision and hiatal hernia repair."

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and returned with the band. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis noted the buckle was broken with striations consistent with surgical damage. The band tubing was broken with striations consistent with a surgical end cut to remove the device. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.